Event description:
It was reported that during the preparation for an MRI port placement procedure, the port allegedly had issue in removal of air. It was further reported that the device had aspiration and infusion issues. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Event description:
It was reported that during the preparation for an MRI port placement procedure, the port allegedly had issue in removal of air. It was further reported that the device had aspiration and infusion issues. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port, one cath-lock loaded into a catheter, one straight non-coring needle hub, one right-angle non-coring needle and one flushing connector, one vein pick and one safety infusion set were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported air or gas in device, suction issue and difficult to flush issues, as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation for an MRI port placement procedure, the port allegedly had issue in removal of air. It was further reported that the device had aspiration and infusion issues. The procedure was completed using another device. There was no patient involvement.